Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that poly cracked and broke during removal. No fragments were found lost. No further information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned device shows that the trial has fractured on the anterior side and there are excessive wear marks visible on the device indicating usage of the device. The returned device was sent for scanning electron microscope (sem) analysis, it states that the vanguard tibial trial revealed fracture surface artifacts consistent with a bending overload fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.